Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and missing battery tube spring. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother indicated via phone call that her son's insulin pump is not working. She changed the battery but pump did not turn on. The son's blood glucose was 162 mg/dl at the time of the incident. It was found during troubleshooting that battery compartment, and spring inside the compartment, was corroded and was unable to turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.